Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Citation: indian j cancer. 2025 jan 1;62(1):3-10. Https://doi.org/10.4103/ijc.ijc_824_21. Epub 2025 may 16. Pmid: 40377599.

Event description:
Title: a role of silicon spacer for mandibular reconstruction in oral cavity squamous cell carcinoma- a prospective evaluation. The aim of the study was to see how effective silicon spacers are as a replacement for alloplastic materials in mandibular reconstruction. From february 2019 to december 2020, a total of 82 patients with segmental mandible defects due to their oncologic process and mandibular segmental reconstruction with implant rehabilitation were included in this study. There were 45 men and 37 women with the mean age of 40¿60 years old. After drilling with a dental drill of 2-mm size, the silicon spacer was bonded to the remaining part of the mandible proximally and distally with ethibond excel, nw643, #2, green braided (ethicon, USA). To prevent orocutaneous fistula, absorbable suture vicryl plus, vp2317-1/2 circle round body, 2-0, 30 mm (ethicon, USA) was used when spacers were removed intraorally. The mean duration follow-up was not reported. Reported complications: ethibond excel (ethicon): vicryl plus (ethicon): -(n=10 patients; 25%) the most common organism seen in this group was klebsiella and pseudomonas was the second most common organisms. Treatment: not reported -(n=5) patients had postoperative infection, which was most commonly associated with flap necrosis and associated orocutaneous fistula. Infection relative risk was 4.4 (95% ci: 2.536¿8.178, p < 0.0001). Treatment: not reported in conclusions, the use of silicon spacers did not improve functional and cosmetic outcomes except for speech in patients with oral cavity squamous cell carcinoma who required mandibular resection and resection with myocutaneous flap.